Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and pump error 40 alarm is found in the downloaded history files due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received insulin pump error alarm and critical pump error alarm with an open book image on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.